Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('infection other- infection of the endometrium'), pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 35-year-old female patient who had essure (batch no. C26971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia. In (B)(6) 2015, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vainal, menorrhagia)") and menorrhagia ("abnormal bleeding(vainal, menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), 19 days after insertion of essure. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition") and vaginal discharge ("vag. Discharge"). The patient was treated with ciprofloxacin (cipro), doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ketorolac and surgery (bilateral salpingectomy and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, anxiety, fatigue and depression outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, bleeding menstrual heavy, anaemia, rash, skin disorder, allergy to metals and vaginal discharge had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, back pain, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy and vaginal discharge. Insertion details- the l tubal ostium trailing coils in uterus: 3. The 2nd device was loaded and inserted into the r tubal ostium. Specimens: essure implants x2 and portion of the left and right fallopian tubes. Findings: normal appearing atrophic endometrial lining. Both ostia visualized without any training coils from essure seen in cavity. Essure devices were removed bilaterally with all pieces account (as written) for. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: impression: normal pelvic ultrasound. Essure device appears well placed bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometritis, nickel allergy, vaginal discharge, pelvic pain,vaginal bleeding, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: lot no. Was added. Reporters were added. Patient's demographic was added. New events- fatigue, infection of the endometrium, depression, abnormal bleeding(vaginal, menorrhagia), were added & one event was updated from psych injury to mental anguish. Treatment drugs were added. Test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('infection other- infection of the endometrium'), pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) female patient who had essure (batch no. C26971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia. In (B)(6) 2015, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vainal, menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), 19 days after insertion of essure. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition") and vaginal discharge ("vag. Discharge"). The patient was treated with ciprofloxacin (cipro), doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ketorolac and surgery (bilateral salpingectomy, essure removal and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, anxiety, fatigue and depression outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, anaemia, rash, skin disorder, allergy to metals, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, back pain, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy and vaginal discharge. Insertion details- the l tubal ostium trailing coils in uterus: 3. The 2nd device was loaded and inserted into the r tubal ostium. Specimens: essure implants x2 and portion of the left and right fallopian tubes. Findings: normal appearing atrophic endometrial lining. Both ostia visualized without any training coils from essure seen in cavity. Essure devices were removed bilaterally with all pieces account (as written) for. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Result: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2015: impression: normal pelvic ultrasound. Essure device appears well placed bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometritis, nickel allergy, vaginal discharge, pelvic pain,vaginal bleeding, back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of the event bleeding updated to recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('infection other- infection of the endometrium'), pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (batch no. C26971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"), 19 days after insertion of essure. In (B)(6)2015, the patient experienced anxiety ("psychological or psychiatric problems ¿ depression and mental anguish"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition") and vaginal discharge ("vag. Discharge"). The patient was treated with ciprofloxacin (cipro), doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ketorolac and surgery (bilateral salpingectomy and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the endometritis, anxiety, fatigue and depression outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, anaemia, rash, skin disorder, allergy to metals and vaginal discharge had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, back pain, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy and vaginal discharge. Insertion details- the l tubal ostium trailing coils in uterus: 3. The 2nd device was loaded and inserted into the r tubal ostium. Specimens: essure implants x2 and portion of the left and right fallopian tubes. Findings: normal appearing atrophic endometrial lining. Both ostia visualized without any training coils from essure seen in cavity. Essure devices were removed bilaterally with all pieces account (as written) for. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: essure device was successfully occluded. Result: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6)2015: impression: normal pelvic ultrasound. Essure device appears well placed bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometritis, nickel allergy, vaginal discharge, pelvic pain,vaginal bleeding, back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') and pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, anaemia, rash, skin disorder, allergy to metals and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case has became incident. Previously reported event clubbed with new events .new events added: pelvic pain, abdominal pain , dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed, rash, skin condition ,psych injury,vag. Discharge. Event outcome were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.